Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker exhibited no pacing signal output after being connected to the pacing lead, resulting in no pacing signals being noted on the electrocardiogram (ECG). The pacemaker was not used and was replaced on (b)(6) 2026. The patient was in stable condition.